Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. In this case, there were 4 reports of permanent pacemakers required within 30 days of valve implantation. Minimal information regarding these events were received and attempts to get additional information have been unsuccessful. The root cause remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "rapid deployment aortic valve replacement in a minimal access setting: intermediate clinical and echocardiographic outcomes" authors markus schlomicher et al, it was learnt about a non-randomized single-centre study conducted to monitor initial and long-term outcomes after minimal access rapid deployment avr. Methods: a total of 143 patients received rapid deployment avr via upper right hemisternotomy between march 2012 and september 2015. Either the 1st or the 2nd generation of the edwards rapid deployment valve system was used. Within the context of this article the following event was identified as pertaining to edwards rapid deployment valve. 4 reports of permanent pacemakers required within 30 days of unknown edwards rapid deployment valve being implanted.